Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 4 months after insertion of essure. The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/right coil found left hemipelvis imbedded in peri colic adipose tissue.') In a 44-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 2 years 4 months after insertion of essure. The patient was treated with surgery (tlh, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: left essure coil in tube, right coil found left hemipelvis imbedded in peri colic adipose tissue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: bilateral tubal occlusion devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: patient information received. Reporter information updated. Lab data updated. New event "/right coil found left hemipelvis imbedded in peri colic adipose tissue" was added. Follow up 1,2 and 3 processed together. On (B)(6) 2020: no new clinical information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.